Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be improper handling and the application of excessive force, such as impact to the device from a fall, shock, or similar stress. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid endoscope telescope direction pin was broken. There was no delay and the patient was not under anesthesia. The issue occurred before a diagnostic procedure that was finished with the replacement device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.